Event description:
It was reported to (B)(6) customer service that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that the patient was hospitalized following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital presented with staphylococcus epidermidis in the culture and a wbc count of 1280/mm3. The patient was diagnosed with peritonitis due to touch contamination during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The patient was prescribed intravenous vancomycin (dosage and frequency not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a (B)(6) product) was removed by request of the patient as they opted to transfer to hemodialysis (hd) for renal replacement therapy. The patient was able to continue hd therapy on a hospital provided (B)(6) hd device for the duration of the admission. The patient had an uneventful hospital course, and was discharged home on (B)(6) 2026. It was reported that the patient¿s peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis post-discharge with no plan to return to ccpd therapy. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".